Manufacturer narrative:
Other, other text: the returned device was evaluated. The device battery had a full charge capacity of 2790 mah, below the 4000mah capacity limit. This causes the device to power off when the full charge is depleted.

Event description:
The customer reported that the device powers off after 2 or three nibp measurements. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device powers off after 2 or three nibp measurements. There was no patient impact or consequence reported.